Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. However, there is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21 mm pericardial valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to aortic stenosis. The tavr procedure was performed with a 23 mm edwards transcatheter heart valve with good result. No other details were provided.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included chf, ckd, diabetes, and htn. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to severe aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, there was trivial paravalvular leak demonstrated on tee. The patient was transferred to the ICU in stable condition. The patient was deemed stable to be discharged on pod #2.